Manufacturer narrative:
Event date occurred sometime during (B)(6) 2017 and (B)(6) 2017. The lot was manufactured july 26, 2017 ¿ july 29, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was under infusing the therapy solution. During infusion of fluorouracil 3600mg in 0.9% nacl, total volume unknown, it was discovered that the infusor did not fully infuse during treatment and product remained in the infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.